Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that insulin was leaking out of the reservoir. The customer had to place tape around the reservoir compartment to prevent insulin from leaking. Customer's blood glucose level was not reported. The leak was located where the infusion set and reservoir connect. The customer had changed the infusion set and reservoir and was unable to troubleshoot. The device was not returned.